Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that certas plus valve had poor flow after implantation and was revised. The patient had hydrocephalus after developing intraventricular hemorrhage. The initial setting was 4. Two weeks after the valve implanted, the flow was confirmed to be poor and CT images showed intraventricular hematoma. Also, the patient had symptoms of headache and nausea. Blood contamination in the removed valve was confirmed and the setting was 2. The patient is a male, and he is now under monitoring. Csf protein score is within the range.

Manufacturer narrative:
Sample was received for evaluation. The sample was visually inspected, and needle holes in the needle chamber as well as biological debris covered the valve mechanism. The position of the cam when the valve was received was at setting 1 cam not visible to controlled with the programming tool. The valve was hydrated and flushed, the valve failed and was occluded. The valve was tested for programming and the valve programmed but the cam position could not be verified due to biological debris. The siphon guard was removed, and the siphon guard failed the test due to biological debris. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found covering the valve mechanism. The root cause for the problems found during investigation is due to the biological debris found covering the valve mechanism and in the siphon guard. Lot number unknown therefore manufacturing records could not be reviewed. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.